Event description:
Belmont - x2 malfunctioned - unable to deliver blood on a trauma patient brought back for a return to or 1 - belmont malfunctioned - had to wait and turn off for reset - had to use vasopressors for bp maintenance rather than blood due to malfunction.